Event description:
It was reported that on four different occasions a single use ligating device malfunctioned. Two devices could not deploy the loop and two other devices could not be placed to the doctors satisfaction. There were no reports of patient harm.

Manufacturer narrative:
Related patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.